Event description:
It was reported that the patient was admitted to the hospital with cardiac tamponade, patient is stable and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.